Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735737 stealth s8 cranial version 1.2.0. Initial reporter corrected. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. No parts were replaced and the system passed a system checkout. A software analysis was also initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that not all the MRI modalities are able to be downloaded on the system. It was noted this navigation system and the planning station use the same software with the same network configuration from the hospital. A t1 MRI with 160 ¿coupes¿ (slices) was asking with dicom q/r from the system, and only query was possible while retrieve as not possible. It was also noted that on the planning station this same exam is coming in by asking q/r. This issue was noted outside of a procedure, and there was no patient involvement.